Manufacturer narrative:
(B)(4).

Event description:
It was reported to gore that on (B)(6) 2016, a gore® propaten® vascular graft was implanted in the patient's left upper arm as a conduit for arteriovenous access. On (B)(6) 2016, the patient was diagnosed with steal syndrome in the left forearm and hand. A doppler showed high flow in the conduit and opposite flow in the forearm. On (B)(6) 2016, the patent presented for fistulography and a miller procedure. The patient had good vibration in the conduit. Her palm was cold, no pulse on palpitation, without sensory/motoric deficiency, and no finger cyanosis. The procedure began with retrograde access through the conduit, sleeve 6 french (6f), hemostasis was done by stitching with a button. Intravenous heparin 5,000 iu was administered. A 4 mm cordis powerflex balloon catheter was inflated at the lower end of the conduit. During the procedure, an attempt was made to narrow the graft by stitching (in the area where the balloon was inflated). Due to a technical problem, the stitching was performed without inflating the balloon. In the end of the procedure there was a good morphological result, with a focal stenosis in the lower part of the graft (diameter was unclear) and improvement in blood flow to the forearm arteries. It was reported that the patient had palpated radial pulse and good vibration above the graft. The procedure had no complications.